Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 a screwdriver short was returned for evaluation. Visual examination of the returned product identified the tip of the fracture had fractured. Device was submitted for further analysis. Analysis determined that the screwdriver sample fractured due to bending overload. The analysis of the device was consistent with 440 stainless steel. The hardness was measured and was conforming to print specifications. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, when the surgeon inserted a set screw with the driver, the tip of the driver was fractured inside the patient. The fractured parts were able to be removed from the patient and the surgeon used another driver to complete the operation. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.